Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was received with cracked case at display window corners. The insulin pump was received with severely scratched lcd window. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 310 mg/dl at the time of incident. The insulin pump will be returned for analysis.